Event description:
It was reported that the ilet touchscreen fractured after being accidentally dropped multiple times, rendering the screen unusable and the device nonfunctional; the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage leading to fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.